Event description:
A health care professional reported with a description of damaged intraocular lens (iol) haptic. Additional information has been requested, received and stated the issue occurred during preparation of the lens for implantation. The procedure was completed using another unspecified lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).